Manufacturer narrative:
The associated product was not returned for a product investigation.

Event description:
During a surgical procedure, the surgeon fired one clip, and the clip applier blocked. The surgeon could not see the blockage and could not get any clips out. The procedure and anesthesia time was extended by 10 minutes there was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. The clip applier was then fired for functional testing. Results of the functional testing indicate that his device was returned with out any defects or malfunctions. The device fired and released 18 clips with out any hesitation, skips, misfiring or jamming. This complaint is unconfirmed, the device functioned as intended. The root cause is undetermined.